Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Pump received with stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. Customer stated drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.